Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following finding: a review of the pump¿s black box history showed that multiple power reboots were recorded on (B)(6) 2014. The pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump case was removed and no evidence of loose components or moisture contamination was observed inside the pump. No evidence of intermittent contact was observed to the battery terminal contacts. Unrelated to the complaint, evaluation revealed that the battery cap threads were stripped. Also unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. The complaint of the pump losing power was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that the pump lost power after the user went swimming with the pump. No evidence of moisture ingress was reported; however, the reporter suspected that the exposure to moisture was the cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.